Event description:
It was reported that a hole was found when the catheter was primed before use. Because the hole was near the proximal end of the catheter, the catheter was placed to the patient and the proximal part which include the hole was cut as the trimming procedure of the catheter length. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC, with a short segment of catheter attached to the connector assembly and a detached segment returned loosely. Gross visual evaluation of the returned sample pieces found no potential hole or leakage source. The sample pieces were then tested for fluid flow using water and a 12ml syringe. The detached segment did not leak but a leak was detected underneath the distal connector piece. The connector was then disassembled in order to inspect the catheter further. A longitudinal split was detected 1.6cm from the proximal end, was oriented at a diagonal from the longitudinal direction, and was measured to be 3mm in length. The fracture edges curled inwards. The damage region was then isolated and bisected in order to inspect the inner catheter surface. It was discovered that the inner fracture surface contained greater damage than was exhibited from the exterior. The damage region was granular in nature. The observed damage was characteristic of damage caused through improper retraction of the stiffening stylet and can be mitigated by following the precaution outlined in the IFU, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ a lot history review (lhr) of reby0324 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reby0324 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a hole was found when the catheter was primed before use. Because the hole was near the proximal end of the catheter, the catheter was placed to the patient and the proximal part which include the hole was cut as the trimming procedure of the catheter length. There was no reported patient injury.